Event description:
It was reported that the customer was hopsitalized for hyperglycemia. The customer stated that their bgs just kept elevating. It was not conveyed as to when the customer changed the set. It was verified that the programming and histories were accurate. The reservoir was placed correctly in the pump. Troubleshooting was done and the pump passed the leadscrew test. The customer was educated on the two hbg rule and to call back when the clamp arrives to do further troubleshooting.